Event description:
Surgeon was using the screwdriver during a case when they felt the screwdriver break. The screwdriver was taken out of the patient intact and was sent to the central processing department. While being cleaned in the central processing department the tip of the screwdriver broke apart.======================manufacturer response for surgical screwdriver, cannulated 4.0mm hexagonal screwdriver, 2.9 mm cannulation (per site reporter).======================awaiting results of their investigation.